Manufacturer narrative:
The customer discarded the leaking reagent bottles and were not returned for eval. Root cause is unk. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.

Event description:
Customer reported a potential chemical hazard when a shipment of act 5diff wbc lyse reagent was received partially frozen and leaking from the cap area. The leak was small, less than 5 ml. The operators were not exposed to the reagent. There was no exposure to open lesions, mucus membranes, or any contact to eyes or skin. The operator was wearing proper personal protective equipment of lab coat and gloves. Medical attention was not required. No reports of death or serious injury, and no affect to operator safety as a result of this event.